Event description:
The patient reported he visited the emergency room (ER) on (B)(6) 2025, for an unrelated issue and received a bolus of 6 units. Due to running out of supplies. The pod was worn between 36 and 48 hours on the arm. The patient was transferred to henry ford hospital in michigan on (B)(6) 2025, where he was treated for diabetes until his discharge on (B)(6) 2025. During his hospitalization, he experienced high blood glucose levels over 300 mg/dl, felt weak, nauseous, and vomited. Diagnosed with high blood glucose, biliary stricture, acute inflammation, high blood pressure, and type 2 diabetes, he received short-acting insulin humalog, long-acting insulin lantus, intravenous (IV) fluids, pain medication, and antibiotics. The pod was discarded.

Manufacturer narrative:
Correction to b5. Old b5 - describe event or problem = the patient reported not wearing his pod when he visited the emergency room (ER) on (B)(6) 2025, for an unrelated issue and received a bolus of 6 units. Due to running out of supplies. There was a pod worn between 36 and 48 hours on the arm, even though patient stated she was not wearing a pod. He was then transferred to (B)(6) hospital in (B)(6) on (B)(6) 2025, where he was treated for diabetes until his discharge on (B)(6) 2025. During his hospitalization, he experienced high blood glucose levels over 300 mg/dl, felt weak, nauseous, and vomited. Diagnosed with high blood glucose, biliary stricture, acute inflammation, high blood pressure, and type 2 diabetes, he received short-acting insulin humalog, long-acting insulin lantus, intravenous (IV) fluids, pain medication, and antibiotics. The pod was discarded. New b5- describe event or problem = the patient reported he visited the emergency room (ER) on (B)(6) 2025, for an unrelated issue and received a bolus of 6 units. Due to running out of supplies. The pod was worn between 36 and 48 hours on the arm. The patient was transferred to (B)(6) hospital in (B)(6) on (B)(6) 2025, where he was treated for diabetes until his discharge on (B)(6) 2025. During his hospitalization, he experienced high blood glucose levels over 300 mg/dl, felt weak, nauseous, and vomited. Diagnosed with high blood glucose, biliary stricture, acute inflammation, high blood pressure, and type 2 diabetes, he received short-acting insulin humalog, long-acting insulin lantus, intravenous (IV) fluids, pain medication, and antibiotics. The pod was discarded.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported not wearing his pod when he visited the emergency room (ER) on (B)(6) 2025, for an unrelated issue and received a bolus of 6 units. Due to running out of supplies. There was a pod worn between 36 and 48 hours on the arm, even though patient stated she was not wearing a pod. He was then transferred to (B)(6) in michigan on (B)(6) 2025, where he was treated for diabetes until his discharge on (B)(6) 2025. During his hospitalization, he experienced high blood glucose levels over 300 mg/dl, felt weak, nauseous, and vomited. Diagnosed with high blood glucose, biliary stricture, acute inflammation, high blood pressure, and type 2 diabetes, he received short-acting insulin humalog, long-acting insulin lantus, intravenous (IV) fluids, pain medication, and antibiotics. The pod was discarded.